Manufacturer narrative:
Revision occurred due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 3 months after the primary surgery, which occurred on (B)(6) 2024. No fall or other trauma reported. Revision occurred due to a dislocation of unknown cause. 40 mm + 3 standard humeral cup explanted and replaced with 40 mm + 9 stability humeral cup.